Event description:
A report was received that the recently implanted patient was having charging difficulties due to swelling at the pocket site. The patient was given steroids for the swelling and underwent a pocket revision. The patient was doing well following the procedure.

Event description:
A report was received that the recently implanted patient was having charging difficulties due to swelling at the pocket site. The patient was given steroids for the swelling and underwent a pocket revision. The patient was doing well following the procedure.

Manufacturer narrative:
Additional information was received that the main reason for pocket revision was due to charging difficulties and that the patient took steroids for the normal postoperative swelling.